Manufacturer narrative:
(B)(4). Manufacturing record review revealed the diopter measurement records from this particular lens was verified and shown to be within specifications. This is in compliance with the labeled dioptric power 14.0 diopter of this lot number. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in both optics. Patient was stated to be experiencing symptoms of blurriness, discomfort, "bright to dim" issues, and positive dysphotopsia which are affecting her daily activities. In addition, it was reported that the patient underwent a yag capsulotomy on her right eye which proved to be beneficial. A separate medical device report is being submitted for each eye. This medical device report is being submitted for the right eye. No complications were reported. No additional information provided.